Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead had dislodged and fell into the patient's right ventricle. An invasive procedure was performed and the ra lead was surgically abandoned. A new ra lead was successfully implanted. No adverse patient effects were reported.